Manufacturer narrative:
The service evaluation found the illumination light was not emitting due to communication/contact failure between the scope connector and the output socket. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the asset evis exera iii xenon light source was returned for service/evaluation. There was no defect or malfunction associated with the asset. Upon inspecting and testing, the illumination light was not emitting due to communication/contact failure between the scope connector and the output socket. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the communication/contact failure between the scope connector and the output socket could not be identified. However, it¿s likely the cause is related to the adhesion of dirt, dust, or other foreign matter on the electrical contact area. Olympus will continue to monitor field performance for this device.